Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2213 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was found during catheterization that a small oversleeve was absent in the connector of a 7812400 catheter.